Event description:
Revision surgery: due to the patient experiencing pain and having lost range of motion in their shoulder. In surgery, the surgeon noticed excessive bone and scar tissue; he changed out the original head and insert.

Manufacturer narrative:
The reason for this revision surgery was the patient was experiencing pain and had lost range of motion in their shoulder. The length of in vivo service was 2.6 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. (B)(4). The surgeon reported no issues associated with the explanted product and provided no information that definitively described the root cause of the joint pain and loss of motion. It was reported that the surgeon noticed excessive bone and scar tissue. No other conditions relating to this event could be determined with confidence. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.